Event description:
I tried the super patch victory recommended by (B)(6). (B)(6) said I would have great balance and it could prevent dementia. I trusted him. He is preying on women on need help with there balance. He sent me a video with a business presentation and (B)(6) said it was a billion dollar industry and I should join to make money. This patch has left me with a rash. Super patch company is a scam. These patches are scams and they say, "backed by science." I would consider the studies online, paid for by srysty holding co. The owner of the patches. How can you make and sell a product, claim it is FDA registered and than publish your own studies. "Acknowledgments this irb-approved study administered by clarity science llc was funded by srysty holding co., the distributors of the freedom super patch with vtt® disclosure (B)(6) md has received compensation from clarity science llc for his role as principal investigator and for providing protocol-required services for the study. (B)(6) received compensation from clarity science llc for her role as a study investigator for the study. (B)(6) is president of clarity science llc. The authors report no other disclosures." Bad balance. Which the patch was supposed to fix.